Event description:
It was reported that during a laparoscopic colon procedure, the device would not fire. The surgeon took out the device and it fired fine outside of the patient. Another device was used to complete the procedure. No adverse consequences reported. No details are available.

Manufacturer narrative:
(B)(4). Anvil_not returned the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and the device was fully loaded with staples. The device was tested for functionality with a test anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.